Event description:
When the physician opened gelfoam package during surgical operation, thickness of the drug was partially deformed which was flat as usual, so the drug could not be used [device physical property issue]. Narrative: this case had been considered invalid as no adverse event, product complaint only. Upon receipt of follow-up information on 25feb2020, this case now contains all required information to be considered valid. This is a spontaneous report from a non-contactable physician. A patient of unspecified age and gender started to receive absorbable gelatin (gelfoam lot#: nk521, expiry date: 31may2021, qa entry#: p200502) on an unknown date; dose, area of administration, and indication unspecified. The patient's medical history and concomitant medications were not reported. On (B)(6) 2020, when the physician opened the gelfoam package during surgical operation, thickness of the drug was partially deformed which was flat as usual, so the drug could not be used. The action taken in response to the event for absorbable gelatin and outcome reported as not applicable. On 25feb2020, the product quality complaint (pqc) group reported the following: description of complaint was uneven thickness of products. Reasonably suggest device malfunction was yes. Severity of harm was s3. Status: investigation in progress. On 08apr2020, the pqc group provided investigation results for gelfoam sterile sponge size 12-7 mm x 4, lot number: nk521, expiration date 31may2021. The description of complaint: uneven thickness of products. Severity of harm was s3. Root cause: pfizer site, quality operations determine a probable root cause for the reported complaint to be method / procedure related to the site's production process of the reported batch. An inter-plant defect investigation was previously completed for the reported batch for a defect of uneven thickness of product (ref. Qar 2553830). The investigation demonstrated that slight compression of the sponge would have no impact to product efficacy, therefore no updates to product packaging is warranted. The batch was determined to be acceptable, and that there was no impact to product quality. It should be noted that the instructions for use on the patient insert that accompanies every carton of gelfoam, state the following activities are to be performed prior to application: "when used dry, gelfoam should be manually compressed. When used with a diluent, the sponge is immersed and then squeezed between fingers." This demonstrates that compression is a primary operating function and this event would have no impact on efficacy. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Site trending: n/a. No follow-up attempts needed. No further information expected. Follow-up (25feb2020): new information received from pqc group includes: reasonably suggest device malfunction was yes. Severity of harm was s3. Case upgraded to malfunction reportable. Follow-up (08apr2020): new information reported from pqqc group includes: investigation results. Case comment: the reported event of "when the physician opened gelfoam package during surgical operation, thickness of the drug was partially deformed which was flat as usual, so the drug could not be used" coded as device shape alteration did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company product quality investigation results were received. No change in previous assessment based on additional information received., comment: the reported event of "when the physician opened gelfoam package during surgical operation, thickness of the drug was partially deformed which was flat as usual, so the drug could not be used" coded as device shape alteration did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company product quality investigation results were received. No change in previous assessment based on additional information received.

Manufacturer narrative:
On 08apr2020, the pqc group provided investigation results for gelfoam sterile sponge size 12-7 mm x 4, lot number: nk521, expiration date 31may2021. The description of complaint: uneven thickness of products. Severity of harm was s3. Root cause: pfizer site, quality operations determine a probable root cause for the reported complaint to be method / procedure related to the site's production process of the reported batch. An inter-plant defect investigation was previously completed for the reported batch for a defect of uneven thickness of product (ref. Qar 2553830). The investigation demonstrated that slight compression of the sponge would have no impact to product efficacy, therefore no updates to product packaging is warranted. The batch was determined to be acceptable, and that there was no impact to product quality. It should be noted that the instructions for use on the patient insert that accompanies every carton of gelfoam, state the following activities are to be performed prior to application: "when used dry, gelfoam should be manually compressed. When used with a diluent, the sponge is immersed and then squeezed between fingers." This demonstrates that compression is a primary operating function and this event would have no impact on efficacy. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Site trending: n/a.

Manufacturer narrative:
Reasonably suggest device malfunction was yes. Severity of harm was s3.

Event description:
When the physician opened gelfoam package during surgical operation, thickness of the drug was partially deformed which was flat as usual, so the drug could not be used [device physical property issue]. Case narrative: this case has been considered invalid as no adverse event, product complaint only. Upon receipt of follow-up information on 25feb2020, this case now contains all required information to be considered valid. This is a spontaneous report from a non-contactable physician. A patient of unspecified age and gender started to receive absorbable gelatin (gelfoam lot #: nk521, exp date: 31may2021, qa entry #: (B)(4)) via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. On 30jan2020, when the physician opened gelfoam package during surgical operation, thickness of the drug was partially deformed which was flat as usual, so the drug could not be used. Outcome of the event was unknown and the action taken in response to the event for absorbable gelatin was not applicable. Upon 25feb2020, description of complaint was uneven thickness of products. Reasonably suggest device malfunction was yes. Severity of harm was s3. Status: investigation in progress. No follow-up attempts needed. No further information expected. Follow-up (25feb2020): new information received from product quality complaints group includes: reasonably suggest device malfunction was yes. Severity of harm was s3. Case upgraded to malfunction reportable. Company clinical evaluation comment: the reported event of "when the physician opened gelfoam package during surgical operation, thickness of the drug was partially deformed which was flat as usual, so the drug could not be used" coded as device shape alteration did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company product quality investigation is in progress. Comment: the reported event of "when the physician opened gelfoam package during surgical operation, thickness of the drug was partially deformed which was flat as usual, so the drug could not be used" coded as device shape alteration did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company product quality investigation is in progress.